Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while clinician was priming 1ml of medication over two(2) minutes the device has occlusion alarms. This happens especially smaller PICC lines that resulted in too much pressure. There was patient involvement but no harm.